Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler encountered a dim display. It was identified that the cause for the dim display was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The functional display check was performed without any failure. The cycler touch screen test was performed without any failure. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Upon attempting to start treatment cycler failed to store treatment settings, failure was due to bad functional board. A known good functional board was installed and operated as intended. The simulated treatment pre-accelerated stress 15 minute 1000 ml test was performed and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing found the inverter board failed during test and replaced the front panel on 5/17/2017. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burned transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler display screen was frozen upon power up. The power cord was properly connected in both ends. The cycler was rebooted and the screen remained frozen. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.